Event description:
The lead was dislodged due to twiddlers syndrome. The lead was repositioned without complications. Patient was doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4)